Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the tube was pre-tested prior to use. During use the cuff didn't inflate. The endorbronchial tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small hole in the tracheal pilot line. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.